Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during the case, when the nurse cleaned the tip of the device, it was noticed that the white part on the root of the jaw came off on the surgical table. Another device was used to complete the case.